Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a broken lid occurred with a sharps coll (B)(6) 7.6l funnel yellow. The following information was provided by the initial reporter, "300440 missing teeth". 5 occurrences were reported before use.

Manufacturer narrative:
H.6. Investigation: according to the DHR review process; the result showed there were no issues reported like incorrect lids during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like incorrect lids for the same part number throughout the last twelve months. According with this investigation a mixed material is a failure mode related to manufacturing process however, no samples or pictures were provided to perform an exhaustive investigation in order to rule out that this issue was generated due to incorrect handling, repackaging process or a partial sale performed by distributor. Based on information provided was not possible determine the root cause like a failure mode related to the manufacturing process because there is no enough information like a picture of the original packaging to perform an exhaustive investigation. H3 other text : see h.10

Event description:
It was reported that a broken lid occurred with a sharps coll canada 7.6l funnel yellow. The following information was provided by the initial reporter, "300440 missing teeth" 5 occurrences were reported before use.